Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen had a delayed response and then would activate a different area than the section that was intended to be selected. Customer was unable to deliver a bolus due to the screen responding without the customer's interaction. There was no adverse impact to customer's blood glucose level. Reportedly, customer continued to use current pump for insulin therapy.